Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Aneurysm expansion: on (B)(6) 2021, evar was performed for abdominal aortic aneurysm and the treo was implanted.[?]the aneurysm, which was initially 49 mm, had expanded to about 60 mm, even though no leakage was observed from the stent-graft. Suspecting leakage, open surgery was performed, and a large amount of fluid with seroma blew out from the aneurysm. There was no blood in the fluid. Due to the patient being advanced in age (B)(6) the operation was terminated with only plication suture for the aneurysm. Physician's comment: the patient had to undergo plication suture for the aneurysm by laparotomy despite the patient's poor renal function. During the operation, fluid with seroma, not blood, came out from within the aneurysm. The physician would like to know if similar events have been reported with treo fabrics and if so, how often. Operation type: blood loss: none . No image available. No pre-case plan available. No additional information will be obtained". Patient outcome: "the patient was in serious condition. The patient's outcome is unknown."

Event description:
"Aneurysm expansion: on (B)(6) 2021, evar was performed for abdominal aortic aneurysm and the treo was implanted.[?]the aneurysm, which was initially 49 mm, had expanded to about 60 mm, even though no leakage was observed from the stent-graft. Suspecting leakage, open surgery was performed, and a large amount of fluid with seroma blew out from the aneurysm. There was no blood in the fluid. Due to the patient being advanced in age (89 years old), the operation was terminated with only plication suture for the aneurysm. Physician's comment: the patient had to undergo plication suture for the aneurysm by laparotomy despite the patient's poor renal function. During the operation, fluid with seroma, not blood, came out from within the aneurysm. The physician would like to know if similar events have been reported with treo fabrics and if so, how often. Operation type: blood loss: none. No image available. No pre-case plan available. No additional information will be obtained." Patient outcome: "the patient was in serious condition. The patient's outcome is unknown."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.